Manufacturer narrative:
Batch review performed on 21-jan-2024: lot 2411181: (B)(4) items manufactured and released on 23-07-2024. Expiration date: 2029-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: batch reviews performed on 21-jan-2024: gmk-spherika 02.12.e002rp patella resurfacing size 2 e-cross (k090988) lot 2340894: (B)(4) items manufactured and released on 07-11-2023. Expiration date: 2028-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0214fl tibial insert fixed sphere flex size 2/14 mm l e-cross (k202022) lot 2341897: (B)(4) items manufactured and released on 30-11-2023. Expiration date: 2028-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka02l femoral component spherika cemented s2l (k211004) lot 2337634: (B)(4) items manufactured and released on 03-11-2023. Expiration date: 2028-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension.

Event description:
At about 3 months from primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to hinge components. The surgery was completed successfully.